Event description:
It was reported that an over-infusion incident occurred during the use of a continu-flo solution set with duo-vent spike. The incident occurred when an infusion of lidocaine was started at a rate of 0.5 mg/kg/hr with a volume to be infused of 250ml. The device alarmed for "air in line" approximately four hours and fifteen minutes after starting the infusion, and it was found that the entire bag had been infused. The patient experienced lidocaine toxicity temporarily, requiring medical intervention and monitoring. The IV tubing came out of the retention clip and was pulled at the distal end of the pump, causing the y-site to move down to the slide clamp. The problem was replicated in the biomed shop, and when the tension was released, drops were seen to be falling at a faster rate. It was noted that the blue key did not come out of the pump during the infusion of lidocaine, but the tubing was observed out of the retention clip with the tubing pulled down to the y-site. Four days after the incident, additional information was received stating that significant changes in the patient's alertness were noted, requiring the nursing staff to administer lipids and continuously observe the patient until they had determined that they had recovered from the lidocaine over-infusion. At the time of this report, the patient did recover. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11 h11: the actual device was not available; however, three companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent pressure and clear passage underwater testing, and all three devices performed according to product specifications. The sets were primed with a bag of saline and no leaks found. Functional testing with a novum iq pump to replicate customer setup by pulling on the downstream end of the tubing during infusion. There was no increase in drop rate or defects observed. The reported condition was not verified in any of the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.